Event description:
It was reported that the ventilator generated a technical error indicating a detected turbine module stand still. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The fault was isolated to the turbine module which was replaced and returned for investigation together with the ventilator logs. The review of the received ventilator logs shows that the device was not passing the system pre-use check, the blower inlet test was failing and displaying error code 2. According to the device service manual the recommended actions when this happens is: check air inlet filter, replace dust filter or complete air inlet filter, or replace turbine module. Despite the fact that the ventilator was failing the pre-use check, the failure was ignored and ventilation was initiated anyway. One occasion on july 9 and one occasion on july 14, the device generated a technical error code indicating that the turbine had stopped each time the ventilation was started. When the device fails pre-use check, the device should not be used for ventilation until the error have been corrected. Simulated use testing of the received turbine module did not reproduce the reported issue when mounted in a reference ventilator device, pre-use check passes without any errors, and simulated ventilation did not generate any technical alarms. The cause to the reported issue cannot be established by this investigation since no errors was reproduced during testing.